Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. During the preparation of steerable guide catheter (sgc), it was confirmed that the water level of the hemostatic valve had decreased and the sgc was replaced. Air entered through the hemostatic valve. During the procedure, cds was advanced to the top of the mitral valve and trajectory was confirmed but aorta hugger occurred. Attempts were made to straighten the axis by applying the + knob, however optimal axis could not be achieved and physician decided to redo the septal puncture. Clip was retrieved and replaced and continued the procedure. All steps were performed as per IFU. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.